Event description:
The report received from the patient¿s spouse through the medical affairs department indicated that the patient has a palmaz schatz stent implanted in the left anterior descending artery (lad) during the index procedure. Approximately six years later, the patient had a non-cordis stent implanted in the left heart due to a blockage (the exact target lesion was not specified). The patient was hospitalized for two to three days. Approximately ten years after the index procedure, the patient had another non-cordis stent implanted in the circumflex coronary artery. The patient was not hospitalized overnight. Approximately fifteen years after the index procedure, the patient experienced an allergic reaction to ciprofloxacin, which "practically immobilized him", and "his digestion was messed up for a year", diagnosed as "fluoride allergy." As treatment, he received prolotherapy and an iodine medication. Hospitalization was not obtained. Approximately sixteen years after the index procedure, the patient experienced blockages in the lad and circumflex coronary arteries. The blockages were treated by implantation of non-cordis stents. The patient was hospitalized for two nights. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient has a palmaz schatz stent implanted in the left anterior descending artery (lad) during the index procedure. Approximately six years later, the patient had a non-cordis stent implanted in the left heart due to a blockage (the exact target lesion was not specified). The patient was hospitalized for two to three days. Approximately ten years after the index procedure, the patient had another non-cordis stent implanted in the circumflex coronary artery. The patient was not hospitalized overnight. Approximately fifteen years after the index procedure, the patient experienced an allergic reaction to ciprofloxacin, which "practically immobilized him", and "his digestion was messed up for a year", diagnosed as "fluoride allergy". As treatment, he received prolotherapy and an iodine medication. Hospitalization was not obtained. Approximately sixteen years after the index procedure, the patient experienced blockages in the lad and circumflex coronary arteries. The blockages were treated by implantation of non-cordis stents. The patient was hospitalized for two nights. No further information was provided. Attempts to obtain additional information were unsuccessful. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.